Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that during procedure, the bullet got stuck in the device, requiring the use of instruments to pry open the device to retrieve the suture. No patient complications were reported.